Event description:
A customer reported an altitude alarm triggered by their pump. There was no reported impact to the customer's blood glucose level. The customer's insulin was initially suspended, but after following technical support's instructions to clean the speaker holes, remove, and reconnect the cartridge, insulin delivery was successfully resumed, and the alarm did not recur.